Event description:
It was reported that the patient with this implantable pacemaker was hospitalized and intubated. It is not clear if the device performance is related to the hospitalization of the patient. Concerns were raised after the physician reported a ventricular tachycardia episode that was not seen during the review of the device. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker was hospitalized and intubated. It is not clear if the device performance is related to the hospitalization of the patient. Concerns were raised after the physician reported a ventricular tachycardia episode that was not seen during the review of the device. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the hospitalization and subsequent intubation of the patient was not device related. An interrogation of the device was performed and all measurements were within normal limits. There is no indication of a product malfunction.

Manufacturer narrative:
Ammendment: additional information was received detailing that the hospitalization and subsequent intubation of the patient was not device related. An interrogation of the device was performed and all measurements were within normal limits. There is no indication of a product malfunction.